Event description:
It was reported that this dependent patient presented with dizziness. System evaluation identified the lead safety switch (lss) had been triggered and the right ventricular (rv) lead configuration had been changed from bipolar to unipolar mode. Additionally, noise was observed on the rv channel. The sensitivity was reprogrammed to fixed at 2.5mv. A single out of range pacing impedance measurement was identified. Provocative maneuvers were performed in bipolar mode and no noise was observed; however, continuous rv lead impedance measurements were greater than 3000 ohms. A lead integrity issue was suspected, and the lead was left in unipolar mode, fixed sensitivity at 10mv to ensure no oversensing occurs. The health care professional did not attempt to recreate valsalva maneuvers or bearing down as the patient reported being symptomatic while on the toilet. The patient was admitted to the hospital for a lead revision procedure. However, the patient's left side was occluded, and access could not be obtained. Therefore, the physician decided not to revise the lead. No device reprogramming was performed. The patient will be followed via remote monitoring. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.